Event description:
It was reported that the g7 depth gauge broke. No patient involvement or impact reported. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). The reported product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.